Manufacturer narrative:
Results evaluations: investigation: the returned unit was functionally tested and did not pass the leakage testing. Air leakage was observed in the cuff through three scratches with an average size of 1mm located in the middle section of the cuff. A review of the complaints history database highlighted no other complaints of a similar nature for this lot number. A further review of the mfg records highlighted no anomalies. Root cause: it is not possible to assign a definitive root cause, but possible causes are: the scratch on the cuff could have been caused by the customer after opening the package or during the tube insertion, and/or; the scratch on the cuff could occur during mfg but after the leak test. Corrective action: the following actions were taken to address the possible causes that are within our mfg control: the leak test station and loading area were inspected for sharp edges that could cause and/or contribute to damage the cuff and no sharp edges were observed. All personnel involved were retrained on applicable procedures. This report has been logged for trending.